Event description:
It was reported that after use with a bd vacutainer® serum blood collection tubes the stopper came off tube and sample leakage occurred. This occurred on 2 separate occasions, however, there was no patient impact. The following information was provided by the initial reporter: (2 of 2 complaints) the caps on the red top blood tubes have come off on 2 occasions causing the specimen to spill. It was caught before being placed in the tube station. Redraws were not needed. The tubes have been removed and sequestered.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/27/2020. H.6. Investigation: bd received forty-three (43) customer samples were received for review and analysis. The customer samples received confirm the reported issue of caps pop off. A visual inspection was conducted on the return samples and there were hemogard caps seen that were seated higher than which is within specification limits. Therefore, this complaint is confirmed. Bd was unable to determine the root cause of the customer's issue. Extra lubricant on the stoppers could be a contributor for the loose cap. However, due to unknown environmental conditions after leaving manufacturing, a definitive root cause cannot be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® serum blood collection tubes the stopper came off tube and sample leakage occurred. This occurred on 2 separate occasions, however, there was no patient impact. The following information was provided by the initial reporter: (2 of 2 complaints) the caps on the red top blood tubes have come off on 2 occasions causing the specimen to spill. It was caught before being placed in the tube station. Redraws were not needed. The tubes have been removed and sequestered.